Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 conical dissecting tip appears clouded making it difficult to see. No added incisions. No patient harm. Added time needed to open replacement product.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. The dissection tip was not observed in the photograph. The image of was of a beige background with a crack in the center of the two beige items. Spots were observed on the beige item. There was no cloudiness observed in the photograph. Based on the non-return of the dissection tip as well as the photographic inspection, the reported failure "poor quality image" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000255302 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.